Event description:
It was reported through filing of a lawsuit that the pt allegedly rec'd a rejuvenate hip system. It is further alleged that after implantation the pt began to experiencing significant discomfort in the area of the device and is scheduled for revision surgery.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.